Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that insulin drips were not observed to be exiting the infusion set tubing during the load fill tubing process. Reportedly, the cartridge was changed to address the issue. Additionally, it was also reported that a cartridge change error occurred. The customer reloaded the cartridge to resolve the issue. Customer reverted to an alternate method of insulin delivery. Customer's blood glucose was 335-355 mg/dl.